Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital's intensive care unit due to a blood glucose (bg) level over 500mg/dl, diabetic ketoacidosis and oxygen level of 5. Customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Customer alleged pump did not deliver insulin as intended. Reportedly, there was a ¿blockage¿. Although requested, the customer declined to provide additional information and declined to perform a pump system check. Customer reverted to manual injections for insulin therapy.